Manufacturer narrative:
The field service engineer (fse) did not observe and was unable to reproduce the fluid leak, however the fse did discover that one of the reagent syringes was cracked and replaced the syringe to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the reagent syringe. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of fluid leaked from the left side of the instrument, from one of the syringes, involving the coulter act 5diff cap pierce. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.